Event description:
The customer reported that the system displayed an overload fault error message and shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced. The system was then found to be operating as intended.